Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. After the balloon of the 2.75 x 12 mm nc traveler bdc ruptured, a non-abbott balloon dilatation catheter was used and an unspecified xience stent was implanted to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion black, guide catheter: hyperion. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a procedure was to treat a moderately tortuous, concentric and heavily calcified mid left anterior descending artery that was 99% stenosed. A 2.75 x 12 mm nc traveler balloon dilatation catheter (bdc) was used and met initial resistance with the anatomy during advancement. The balloon then ruptured at 4 atmospheres. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.